Event description:
Info gathered from the tracking department/device audit record indicated that "pump is never re-filled but is still implanted in body because it leaks". No other info was provided.

Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records have been reviewed and they revealed that the device conformed to all mfg and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for eval, this complaint will be re-opened and investigated. Based on this eval no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.